Event description:
Patient complained of chest pain during dialysis tx unreleived by nitroglycerene. Patient transferred to hospital - admitting diagnosis pulmonary edema. Ultra filtration monitor on fresenius machine indicated appropriate amount of fluid removal for amount of time patient was on dialysis. Machine was pulled from service and checked for proper functioning. Two machine failures were noted. 1 - sample valve #27 would not open during the uf pump rate verification test. The uf rate was then checked at the uf pump. 2 - because of failure #1, the output tubing was removed from the uf pump. When this occurred it was discovered the uf pump output check valve was allowing flow through the check valve in reverse. The sample valve #27 has been replaced. Both sample valve and uf pump check valve have been saveddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.